Event description:
It was reported that during a lap sleeve gastrectomy procedure, three firings with the green reload and it resulted in serosal tearing and unformed staples i.e.: no b shaped staples at the distal end of the cartridge. This resulted in oozing from the unformed staple line. Over sewing was used to complete the procedure. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one (B)(4) device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted laparoscopic splenectomy procedure, the device was used on the splenic artery and splenic vein. Two hours post-op bleeding was confirmed from the drain and continued two hours. The patient required a re-operation by opening the abdomen. It was confirmed that the bleeding was from the staple line of the splenic artery's brunch. The amount of bleeding was 2000cc. An endo loop was used to tie up the bleeding part. The staple line seemed to be proper. The doctor commented that there was no difficulty had in the firing. The patient had low body fat and the staple height might have been too high for the tissue.